Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a 10 unit bolus. Through viewing pump history, tandem technical support identified that the customer requested the bolus. Subsequently, the customer experienced a blood glucose (bg) level of 93mg/dl. Customer attempted to address bg level via consumption of carbohydrates. Additionally, customer required assistance from emergency medical technicians; however no information was provided regarding treatment received. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.